Manufacturer narrative:
The company service rep examined the system and could not confirm the problem. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "went right through the lens and into the vitreous and he had to do an extra cap to complete the case" (capsular bag tear, posterior). Product problem(s): "erractic action of system, torsional was taking over and having large burst energy" (use of device issue). The facility reported while surgeon was operating, he had erratic action of the machine. This resulted in the surgeon going through the lens and into the vitreous resulting in the surgeon having to do an extra capsular cataract extraction to complete the case. Additional info has been requested.